Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. During the power up process error code 1720 was duplicated. A faulty backup capacitor was found to be the cause of the issue and was replaced to resolve the issue.